Event description:
The customer stated that she was hospitalized for high blood glucose levels with a reading of 293 mg/dl. The customer stated that she changed her infusion set and gave herself insulin by injection, but her blood glucose levels remained high. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime, displacement and self tests. The customer did not have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.